Event description:
A report was received that the patient had leakage at the ipg site. The patient was admitted in the hospital and was prescribed antibiotics. The cause of infection was not known.

Event description:
A report was received that the patient had leakage at the ipg site. The cause of infection was not known. The ipg and lead sites were both flushed out. The patient was admitted in the hospital and was administered IV antibiotics.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.